Manufacturer narrative:
The insulin pump passed displacement test, pump self test, off no power test, rewind test. The operating currents were in spec. Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Constant low battery/off no power alarms during battery change due to open cell on interface board. Failure analysis was unable to perform unexpected error test due to constant low battery/off no power alarms during battery change. Cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads observed during failure analysis.

Event description:
It was reported the insulin pump was returned for analysis. The reason behind the return was unknown. Customer's blood glucose was not provided.